Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation with two unspecified mentor gel breast implants and experienced bilateral rupture postoperatively. The patient underwent removal and replacement with two 500cc mentor memorygel breast implant prostheses (catalog #: 3505001bc, left serial #: (B)(4), right serial #: (B)(4)) on (B)(6) 2021. Upon explantation, bilateral rupture was observed. The date of implantation was estimated as (B)(6) 1985 based on available information. Currently, it is unknown as to why the patient decided to undergo the revision surgery. If additional information is received in the future, a supplemental report will be submitted. This report is for the right-sided prosthesis.

Manufacturer narrative:
On 4-feb-2021, the suspected medical device was returned for evaluation. On (B)(6) 2021, the investigation on the suspected medical device was completed. Investigation summary: visual analysis of the returned device revealed that the device was found to be ruptured. An investigation of the returned device was performed, and mentor could not uncover the root cause of the device failure. It should be noted that product failure is multifactorial. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).